Manufacturer narrative:
Product ID 3387s-40 lot# va189pe serial# implanted: 2016 (B)(6) explanted: product type lead product ID 3387s-40 lot# va189pe serial# implanted: 2016 (B)(6) explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was suspected there was a connection issue or a short. They tried to program around the electrode with the lowest impedance which decreased the frequency and the intensity of the shock but it was still there. The patient was referred back to the neurosurgeon to check the connections and test each component. They would possibly replace the extension if that was the issue. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient was having a revision upcoming to reposition the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va189pe, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a shocking sensation on the right side of their face and body when reaching down to pick up their grandchildren. Their ins appeared to be draining rapidly, and they had low impedance on contacts 0, 1, and 2. They had surgery scheduled for approximately two weeks from this report to learn the area of the shortage, and their impedances were being monitored. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.